Manufacturer narrative:
The device was returned for evaluation. The evaluation was unable to confirm the reported error. The evaluation uncovered minor scratches, dings, chips and cracks on the device front panel. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance the hf unit "esg-400" had an error code e443. Upon inspection of the customer returned device, error code e433 was found. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change of the generator board to prevent reoccurrence. Olympus will continue to monitor field performance for this device.